Manufacturer narrative:
Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with the plunger head seal removed and bottom case seal intact. The top case was in excellent condition. The bottom case was cracked by the "l" bracket . The event history log showed force sensor bridge test. The device was functionally tested using the power up process and calibration verification test. The reported issue was duplicated during the power up process. The root cause was normal wear. Actions were taken to mitigate the reported issue: replaced force sensor, plunger board and plunger cable.

Event description:
It was reported the device had a force sensor bridge test. No patient injury reported.